Event description:
Related manufacturer reference number: 2017865-2021-13061. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device is complete. The right ventricular lead was capped and replaced during the same procedure due to high impedance, oversensing noise, and clavicle crush. The patient was stable post procedure.

Manufacturer narrative:
Product #1 pi main [(B)(4)]. An event of high impedance was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The device was returned without identified device or use problem. Failure event observed during analysis. As received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. The device was cut open to enable further testing and the battery was found in normal range. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.